Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to erosion and the device not cycling properly. Upon explant, a fluid loss caused by a rupture in a cylinder was identified. All components were removed and a new ipp was implanted. There were no patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.